Event description:
It was reported that unstable speed occurred. A rotapro console and a 1.25mm rotapro were selected for use. When testing a 1.25mm rotapro, it was noted that the revolutions sounded a lot lower than the displayed revolution speed on the console. The air cylinder appeared correct, full and output pressure was 6 bars, but the revolutions sounded a lot lower. The rotapro was exchanged with another 1.25mm rotapro device. The rotation speed sounded much quicker than the displayed speed. The burr could not cross the lesion. The procedure was successfully completed with these devices, and the case proceeded without any complications. No patient complications were reported. It was further reported that the first 1.25mm rotapro had difficulty crossing lesion due to a tight calcified lesion. The first 1.25mm rotapro was set at 160,000rpm outside the patient however, the sound from the unit sounded a lot slower (similar to the sound of dynaglide) during procedure. The second 1.25mm rotapro was platformed and it sounded a lot quicker than the 160,000rpm displayed on the unit before settling down to sounding normal. The cylinder settings were at the normal recommended values. The rotation speed on the console was never observed to be above 227k. The procedure progressed cautiously, with the device operating normally and emitting the expected sounds.

Event description:
It was reported that unstable speed occurred. A rotapro console and a 1.25mm rotapro were selected for use. When testing a 1.25mm rotapro, it was noted that the revolutions sounded a lot lower than the displayed revolution speed on the console. The air cylinder appeared correct, full and output pressure was 6 bars, but the revolutions sounded a lot lower. The rotapro was exchanged with another 1.25mm rotapro device. The rotation speed sounded much quicker than the displayed speed. The burr could not cross the lesion. The procedure was successfully completed with these devices, and the case proceeded without any complications. No patient complications were reported.